Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a crack in the expiratory valve cover. In consequence (correction) the expiratory valve cover was replaced. There was no patient or user harm.

Event description:
The report from hospital say, at 8:00 am on (B)(6) 2021, during the routine startup test, the ventilator reported "expiratory valve defect" and could not be used. It could affect the treatment for patient with respiratory failure. Hamilton-g5 made on (B)(6) 2017.